Event description:
Nurse tech in pt room to change bed linens. Tech asked pt to roll to side. Pt rolled over and grabbed side rail. Rail gave way. Pt fell to floor. Pt died shortly after return from CT scan.